Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piece on the reservoir of the insulin pump was missing. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer also stated that the reservoir compartment was unable to lock in its place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, missing serial number label, cracked keypad overlay at select button, keypad overlay texture damage and minor scratched lcd window.